Event description:
It was reported that the patients left lead migrated and was causing inadequate pain relief despite reprogramming. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was not returned.